Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. Data analysis: cp pump was connected to console at 13:38 on (B)(6) 2025. At 15:04 on (B)(6) the imcgui process stopped triggering the watchdog and a partial reset. The epc rebooted and the pump returned hemodynamic support through the conclusion of the procedure. Device analysis: the suspect console was tested but the failure mode did not reproduce. The imc gui process could be forced to crash reproducing the symptoms in the field but the process did not crash on its own. Root cause: the cause of the unexpected restart during support was the software imcgui process crashing. It is unknown what triggered the process to crash as the failure mode was not reproduced. B1 adverse event was inadvertently omitted on the initial manufacturer device report number. B2 the selection death and date of death was inadvertently omitted on the initial manufacturer device report number. B5 information regarding patient outcome; death was inadvertently omitted on the initial manufacturer device report number. H1 type of report was erroneously selected on the initial manufacturer device report number. H6 codes 4582 and 2199 were erroneously entered on the initial manufacturer device report number. New codes were added to health effect - clinical code and health effect - impact code.

Event description:
At the time of explant, the patient was deemed hemodynamically stable and hemostasis was successfully achieved. Unfortunately the patient expired in the procedure area. There is not enough evidence to disassociate the patient's passing with impella support.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Pump stopped unexpectedly during support. It was noted that the aic screen returned to the home screen and showed a prompt stating "press ok to resume displayed performance level" at the time of the failure. The pump restarted on its own but was explanted following pci completion. There was no patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.